Event description:
The customer reported that his olympus high definition lcd monitor would not power on during preparation for an unspecified procedure. Additional details relating to the patient and the event have been requested, but were not provided. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the monitor was unable to power on due to a faulty board. The root cause of the faulty board was unable to be identified. During the device evaluation, it was also noted that there was damage to the lcd screen. This defect is not considered severe enough to cause a potential adverse event. Olympus will continue to monitor field performance for this device.